Event description:
The strut on the chair snapped in half when the chair was going down the stairs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.